Event description:
A talent stent graft was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. This case was for the emergent repair of a 10 cm pre-operatively ruptured aneurysm. A talent converter was successfully implanted through the right side (the physician did not want to try to cannulate the gate and that is why he chose the talent converter). An occluder was placed on the left side. There was a little bit of blush at the end of the case. The following day the patient died due to too much bleeding from the ruptured aneurysm (no pulse).

Manufacturer narrative:
Evaluation results: inherent risk of procedure (death, endoleak). Patient's condition affected effectiveness of device (pre-existing condition; pre-op rupture). Evaluation conclusions: device failure/lack of effectiveness related to patient condition (pre-existing condition; pre-op rupture).